Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the patient that he had a catheter put in approximately three months ago. He reported that the hub came out of the catheter when the nurse flushed it with saline and was placed back on. The patient reported that on (B)(6) 2017 and the hub came off again and the nurse at the cancer center put a temporary piece on to keep the bacteria out. The patient had the catheter repaired on (B)(6) 2017.